Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that they occasionally experienced jolting related to positional movements. They felt jolting when they laid down and sometimes when walking as well. There were no falls or trauma associated with this event. It was noted that these issues started in (B)(6) 2015 but later noted that they started around (B)(6) 2015 so the date of onset is unclear. They were going to make an appointment with their doctor to resolve the issues. The patient was indicated for radiculopathy.